Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 17-jul-2019 with the following findings: during investigation, the pump was powered with a clear and legible display. The complaint of a blank display was not duplicated. A visual inspection of the pump revealed a crack in the battery compartment. There was moisture visible in the battery compartment. A leak test revealed a leak in a pump case crack. The pump was opened and moisture and moisture corrosion was observed inside the internal pump components: on the display, and on all boards. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (blank screen with moisture) issue. The reporter alleged that the display screen was blank and had moisture behind it, and in the battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.